Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tachycardia, dysfunctional uterine bleeding, lower abdominal pain, dysuria, acute cystitis, nephrolithiasis, fever, headache, watering eyes, tonsillitis and acute bronchitis. Before essure her menstrual periods were not as heavy nor did they last as long. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain ("mild pelvic pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), crohn's disease ("crohn¿s disease"), anaemia ("anemia"), fatigue ("fatigue") and dyspareunia ("dyspareunia") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (two ablations (B)(6) 2006. Total abdominal hysterectomy without oophorectomy.). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the menometrorrhagia, abnormal uterine bleeding, crohn's disease, pelvic pain, anaemia, weight decreased, fatigue, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, anaemia, crohn's disease, dyspareunia, fatigue, menometrorrhagia, pelvic pain and weight decreased to be related to essure (ess205). The reporter commented: essure procedure was performed under general IV anesthesia. Sometime between (B)(6) 2006 and (B)(6) 2006 she underwent a total abdominal hysterectomy without oophorectomy. Essure insertion and removal date provided in pfs ((B)(6) 2020) : (B)(6) 2005 and (B)(6) 2006 respectively discrepancy noted in essure insertion and removal date: (B)(6) 2005, and (B)(6) 2006 resp diagnostic results: plaintiff had an hsg test performed approximately three (3) months after the essure was implanted. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-jun-2021: quality safety evaluation of ptc, update of imdrf code. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tachycardia, dysfunctional uterine bleeding, lower abdominal pain, dysuria, acute cystitis, nephrolithiasis, fever, headache, watering eyes, tonsillitis and acute bronchitis. Before essure her menstrual periods were not as heavy nor did they last as long. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain ("mild pelvic pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), crohn's disease ("crohn¿s disease"), anaemia ("anemia"), fatigue ("fatigue") and dyspareunia ("dyspareunia") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (two ablations (B)(6) 2006. Total abdominal hysterectomy without oophorectomy.). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the menometrorrhagia, abnormal uterine bleeding, crohn's disease, pelvic pain, anaemia, weight decreased, fatigue, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, anaemia, crohn's disease, dyspareunia, fatigue, menometrorrhagia, pelvic pain and weight decreased to be related to essure (ess205). The reporter commented: essure procedure was performed under general IV anesthesia. Sometime between (B)(6) 2006 and (B)(6) 2006 she underwent a total abdominal hysterectomy without oophorectomy. Essure insertion and removal date provided in pfs ((B)(6) -2020) : (B)(6) 2005 and (B)(6) 2006 respectively discrepancy noted in essure insertion and removal date: (B)(6) 2005, and (B)(6) 2006 resp diagnostic results: plaintiff had an hsg test performed approximately three (3) months after the essure was implanted. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received. Reporter information added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("menometrorrhagia"), uterine haemorrhage ("abnormal uterine bleeding") and crohn's disease ("crohn¿s disease") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure her menstrual periods were not as heavy nor did they last as long. In (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain ("mild pelvic pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), anaemia ("anemia"), weight decreased ("weight loss"), fatigue ("fatigue") and dyspareunia ("dyspareunia"). The patient was treated with surgery (two ablations (B)(6) 2006. Total abdominal hysterectomy without oophorectomy.). Essure (ess205) was removed in 2006. At the time of the report, the menometrorrhagia, uterine haemorrhage, crohn's disease, pelvic pain, anaemia, weight decreased, fatigue, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, anaemia, crohn's disease, dyspareunia, fatigue, menometrorrhagia, pelvic pain, uterine haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: essure procedure was performed under general IV anesthesia. Sometime between (B)(6) 2006 and (B)(6) 2006 she underwent a total abdominal hysterectomy without oophorectomy. Diagnostic results: plaintiff had an hsg test performed approximately three (3) months after the essure was implanted. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.